Event description:
A malfunction was reported with the customer's device, displaying a malf 12 error code. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again.